Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that angiography revealed a huge aneurysm in the right internal carotid cavernous sinus segment of the patient's skull. It was cystic, large and round, and at risk of rupture. Pipeline and coil treatment was planned. The 7f long sheath and 6f115navien were established as access roads. The 7f long sheath reached the common carotid. The guide wire led the phenom27 and the navien to continue to go upper. The guide wire led the phenom27 through the aneurysm neck with difficulty, but it could not go up to the horizontal segment of the middle cerebral artery. During the subsequent putting on echelon process, the tip end of the phenom27 was always unstable. According to the measurement data, the 400-35 stent was selected, hydrated, and the surgeon felt a lot of tension when delivering the stent, and it was difficult to push the stent forward. The surgeon pushed the stent to the t-bifurcation in the neck and could not push it up, so tried to deploy it in situ, but found that the stent was difficult to push out, so withd rew the microcatheter. The stent tip was exposed about 7mm but it was still difficult to open. When pushed the guidewire, it was very astringent and difficult, so pulled it down as a whole to avoid the bend. When pulling, the stent tip did not change at first, but suddenly the stent slid down as a whole. The surgeon took out the stent and found that the external stent and the microcatheter were stuck tightly. The surgeon considered that the surgery time exceeded 4 hours and the patient's blood pressure was maintained at 150 under anesthesia, which was very high, so stopped the surgery for the patient's safety. There was resistance in the distal section of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline did not become stuck. There was no damage observed on the catheter or pushwire. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a right saccular, unruptured aneurysm with a max diameter of 22 mm and a 9 mm neck diameter. The landing zone was 2.75 mm distally and 4.01 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level qualified. Angiographic result post procedure was right internal carotid cavernous sinus aneurysm. Ancillary devices include a 8f puncture sheath, 7f 90cm long sheath, synchro 2m/3m guidewire. Additional information received that the guidewire and catheter were not damaged, and there were signs of hard pushing on the proximal end of the pushwire. There was a single pipeline device being used when movement occurred. There was significant friction or difficulty during delivery. The pipeline was not implanted at the intended location. The device did not jump during deployment. The tip of the catheter was moved during deployment. The distal opening was not good. When the pipeline was not opening well in the early stage, the blood vessel was a little bent, and then the position was adjusted, but it still did not open. Because the tip end was not opened well, no other method could be used to deal with it. Additional information clarified that the phenom catheter tip moved during deployment. This was not an intentional operation of the surgeon. The surgeon pulled back, wanted to open the stent and the catheter slipped. It was clarified that the pipeline had been removed from the patient.